Manufacturer narrative:
Continuation of d10: product ID a71400, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reported they are interrogating the patient's device and an error message occurred: "system error the system has encountered an unexpected error. Please contact medtronic technical support. Code: (B)(4)." Caller reported they tried another tablet, same error message. Suggest selecting restart and close all apps. Caller reported they are seeing the same error message. App version: 1.0.2763 communication manager version: 1.0.1239 transfer to hcit to update apps. Rep reported that it was suspected fluid got in the port of battery and did battery exchange and now everything is working just fine.

Event description:
Additional information from the rep indciated that the customer discarded the device.

Manufacturer narrative:
Concomitant medical products: product ID a71400 lot#/serial# unknown product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.